Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in need of a heart, kidney and liver transplant. The patient expired due to multiple systems organ failure (msof) and cardiac arrest.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a specific cause for the reported patient outcome as well as a direct correlation to heartmate 3 lvas could not conclusively be determined through this evaluation. The patient outcome was not considered to be device-related and the device operated as expected. Heartmate 3 lvas was not explanted and will not be returned for evaluation. The hm3 lvas IFU lists myocardial infarction, right heart failure, respiratory failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.